Event description:
Report rec'd from the u.s.a. Stating that the device did not work. It is known that the event did not occur during surgery. However, it is unknown if there was patient or user injury or medical intervention reported related to this occurrence. No add'l info is available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).